Event description:
It was reported by the edwards territory manager that during the bav phase of the transfemoral tavr procedure with a 26mm sapien valve, rapid pacing capture was difficult. The bav was completed and the 26mm sapien valve was positioned 50:50 in the annulus. During valve deployment rapid pacing capture was lost and the valve was ejected into the sinus. The embolized valve was pulled into the descending aorta and secured in place with a palmaz stent. A second sapien valve was prepared and successfully deployed in the native annulus. Reportedly the patient tolerated the procedure well and was transferred in stable condition. The patient was noted to have severe native valve / leaflet calcification, moderate root calcification.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.